Event description:
It was reported that a patient underwent a pelvic floor repair procedure in 2003. An abdominal sling device and a soft mesh device were used during the procedure. In 2005 or 2006, the patient developed bladder calculi, and received unspecified treatment for the calculi. Mesh extrusion into the bladder was noticed during treatment of the calculi. There was a recurrence of bladder calculi in 2007 and the patient received unspecified treatment in 2007. The surgeon suspects that the sling device "frayed with tissue" during placement and the broken fiber exposed into the bladder. The extruded mesh was retrieved on an unknown date, and the patient is in stable condition.

Manufacturer narrative:
Date sent to the FDA: 8/22/2007. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained a supplemental 3500a form will be submitted accordingly. Additional information d4, h4: the batch number for the device involved in this event is unknown. International affiliate reports the following possible product batch numbers: 1074515, 1076534, 1083226 and 1086504.